Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had severe hyperglycemia due to high blood glucose. Customer's blood glucose at 00:53 am was 566 mg/dl which was continued (B)(6) 2016 where blood glucose of customer was 538 mg/dl at 1:05am. Customer will not return insulin pump for analysis.